Event description:
Information was received indicating that four days following placement of a smiths medical portex endotracheal tube, the cuff was noted to be deflated. It was reported that the inflation line had become detached from the tube where it had been bonded. There was no patient injury.

Event description:
Additional information was received indicating that a tube change out was performed.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to manufacturing.